Manufacturer narrative:
The customer¿s report that fluid did not pass easily through the check valve was confirmed. Visual inspection of the set noted that the check valve had been assembled into the set upside down. There were no other anomalies observed. Functional testing resulted in the set not flowing due to the misassembled upside down check valve. The root cause of the occlusion was due to the check valve being assembled into the set upside down. The root cause of the misassembly was due to an error during the manufacturing process.

Event description:
It was reported that a patient was in cardiac arrest, a placement of an io (interosseous) catheter was inserted. The paramedics attempted to prime the tubing however fluid did not pass easily through the check valve. The tubing was able to be primed after extra pressure applied from a pressure bag but unable to flow. A flush was placed on the port just below the check valve to troubleshoot where the location of the blockage and the tubing was able to be flushed easily past the check valve however would not flow. The paramedics assumed that the io was to blame initially and placed a second io with adequate placement. When the user did not get adequate flow through the primary tubing, a second tubing was attached and flow was uninhibited. There was no lasting harm reported to the patient.

Manufacturer narrative:
Report source: csc product claims coordinator inventory management. Concomitant medical products; pressure bag, IV flush syringe, therapy date unk. Patient demographics requested however not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was in cardiac arrest, a placement of an io (intraosseous infusion) catheter was inserted. The paramedics attempted to prime the tubing however fluid did not pass easily through the check valve. The tubing was able to be primed after extra pressure applied from a pressure bag but unable to flow. A flush was placed on the port just below the check valve to troubleshoot where the location of the blockage and the tubing was able to be flushed easily past the check valve however would not flow. The paramedics assumed that the io was to blame initially and placed a second io with adequate placement. When the user did not get adequate flow through the primary tubing, a second tubing was attached and flow was uninhibited. There was no lasting harm reported to the patient.